Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141200/(B)(4). UDI (B)(4), pxc141000/(B)(4), UDI (B)(4). Patient medications: warfarin, lipitor, metformin, and aspirin. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm) and surgical conversion.

Event description:
The following information was reported by gore field sales associate: on (B)(6) 2013, the patient was implanted with an endologix stent graft to treat an abdominal aortic aneurysm. On (B)(6) 2017, the physician reintervened and implanted gore® excluder® aaa endoprostheses (rlt231414/ (B)(4), pxc141200/(B)(4) and pxc141000/(B)(4)) to reline endologix stent great to treat a type iii endoleak (tear in endologix graft). On (B)(6) 2018, a computed tomography (CT) revealed air in the aneurysm sac, possible infection. On (B)(6) 2018, a CT revealed air still in the aneurysm sac and worsening from previous images and a possible abscess. On (B)(6) 2018, the gore® excluder® aaa endoprostheses were explanted and a surgical repair was performed. The patient tolerated the procedure.

Manufacturer narrative:
Addition a review of the sterilization records for the devices verified that the lots met all pre-release specifications.